Event description:
It was reported that during the implant procedure of a right ventricle leadless pacemaker (rvlp) that after releasing the rvlp the tail end swung greatly. There was an increase in threshold and decrease in sensing noted. The physician elected to reposition, however, due to large swing of the tail end of the rvlp, the rvlp was unable to be retrieved. Since the threshold and sensing improved, the physician elected to leave the rvlp in its position and conclude the procedure. The patient's condition was stable.